Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The reported issue was isolated to red energy capacitor wire being disconnected from spade connector . Once connected, the defibrillation energy delivery issue was resolved. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device does not deliver defibrillation energy. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.